Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that there was an automated impella controller error and the alarm was resolved without intervention. The console showed absent placement signal prior to alarm. There was no harm to the patient.